Manufacturer narrative:
H11: one (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming was performed which identified a leak at the second clearlink y-site. A computed tomography (CT) scan was performed which identified a hole in the gland. The reported condition was verified. The cause of the hole could not be determined; however, a likely cause was related to the material during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) clearlink system continu-flo solution sets leaked from the y-site (clearlink). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon additional information, the events occurred after fifteen minutes of infusion. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.